Event description:
The customer reported the right side panel has a broken zipper. There was no pt contact reported.

Manufacturer narrative:
(B)(4) - zipper broken. Eval results: inspection of the returned product shows that the pt access panel side b window zipper slider bodies are open. Note: posey instructions for use warnings indicates: never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. Test that all of the zippers open easily and closed securely along the entire length of the zipper. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).